Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of noise due to lead fracture. Surgical intervention was performed and the lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that there were no set screw marks on the terminal pins. The helix was retracted and there were cuts in the insulation at 313 and 323 mm from the terminal pin. Resistance tests were completed to assess lead electrical performance integrity. Measurements throughout these tests were within normal limits. An x-ray was unremarkable. Laboratory testing was unable to reproduce the reported clinical observations and there was no evidence of lead fracture.